Manufacturer narrative:
(B)(4). Date sent: 3/13/2026. B3: event year only reported: 2025. D4 batch #: z7005x. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: did the patient experience any adverse consequences due to this issue? Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned device determined that the distal tip of the blade was broken off not returned, with the remaining blade portion scratched and showing evidence of contact with metal in or out of the operative field. During functional testing on energy systems, an alert screen was displayed, and the device stopped activating, which is attributable to blade damage. Disassembly of the device verified that no anomalies were found in the internal components. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage, resulting in activation issues such as failing the pre-run test with the generator and displaying alert screens including "remove instrument from patient," "blade error detected," "relaxed pressure on blade," and "replace instrument." Continued usage of the damaged blade can result in a broken blade. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure, or using any means other than the blade wrench to attach or detach the blade. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch z7005x, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure there was an alert to change a device.